Event description:
A combined spinal-epidural used on pt in l&d, a healthy baby was delivered. Pt developed bacterial meningitis and is in ICU. The facility has reported seven different possible lots for pencan spinal needle, p/n 333876: 60779208, mfg 6/9/2005 exp: 5/30/2010; 60736865, mfg 2/10/2005 exp: 1/30/2010; 60534154, mfg 4/15/2004 exp: 3/30/2009; 60450359, mfg 5/29/2003 exp: 4/30/2008; 60351376, mfg 7/22/2003 exp: 6/30/2008; 60751397, mfg 3/21/2005 exp: 2/28/2010; 60735964, mfg 11/24/2004 exp: 10/30/2009 and one kit lot number, p/n 33220: 60763503, mfg 7/29/2005, exp: 6/30/2010. Several voice mail messages requesting additional info were left for the reporter, however, no return calls were received.